Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The useful life of the precision extra is 5 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer¿s adc blood glucose meter would not power on with button press or test strip insertion and the customer was unable to monitor blood glucose. It was further reported the customer did not feel well and was taken to the emergency room where the customer was diagnosed with hyperglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.